Event description:
The device was evaluated in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. The device is not reported to be in patient use. During the evaluation of the device, at a third-party service center the device was visually inspected and found evidence of foam degradation. During the evaluation, the type of contamination has been documented as dust on the blower box. Additionally, the device failed a test step for o2 low flow during testing. The device's active exhalation control module was replaced to address the issue. The device's rubber feet and ac power cord retainer were missing and were replaced to address the issue. The device's handle o-rings were replaced preventatively.